Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had received a thr in (B)(6) 2020 at (B)(6) hospital and presented with a peri-prosthetic fracture on the friday(B)(6) at (B)(6). I received a call for the revision for the patient to be done over the weekend that then got cancelled as the patient had an infected injury to the elbow. The surgeon nor the registrar are aware of how exactly it happened as the patient told them he had too much to drink and had fallen- breaking his femur around the stem. Patient has now been revised with a new stem and cabled the fractured femur.